Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect sars-cov-2 igm for 2 patients. The following data was provided (sars-cov-2 igm cutoff = < 1.00 index is negative): sid: (B)(6) = patient is asymptomatic. Sars cov 2 igm = 4.76 index; sars cov 2 igg = 0.06 index; pcr method = negative. Repeat testing after re-centrifugation = sars cov2 igm in two replicates = 5.15 and 5.05 index. Sid: (B)(6) = patient is asymptomatic; sars cov-2 igm = 2.70 index; sars cov-2 igg = 0.02 index. Pcr method = negative there is no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Specificity testing for reagent lot 20611fn00 was completed using an in-house retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 20611fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Testing performed for the two returned patient samples returned positive igm results which aligned with the customers results (sids maugeri 1 = 5.92 index and maugeri 2 = 2.89 index). The customer obtained positive igm results of 4.76, 5.15 and 5.05 index for sid (B)(6) and 2.70 index for sid (B)(6). The sample tubes received were labeled maugeri 1 & maugeri 2. The customer was unable to answer which sample corresponds to sids 299450223571 and 299450223524, stated in the complaint ticket. Both returned samples tested negative with the igg and igg ii quant assays suggesting potential seroconversion. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lot 20611fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20.